Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error occurred on arctic sun device for temperature not reaching and insufficient pump capacity.

Event description:
It was reported that error occurred on arctic sun device for temperature not reaching and insufficient pump capacity. Per follow up information received via email on 04sep2023, device was repaired in the hospital by crs. Paperwork was uploaded to smx so you can see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a fault mixing pump. The device was evaluated and the reported issue was confirmed as the unit was not able to reach temperature due to a faulty mixing pump. The mixing pump was replaced. The circulation pump, heater and drain ports were replaced. The device underwent a safety and functional check and passed all applicable tests. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.